Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic ring around reservoir and rubber o-ring and they came undone and kept putting back and now totally gone and unable to hold reservoir in pump. The blood glucose was around 150 mg/dl and under 200 mg/dl. Customer stated that if tubing gets caught on something or she tugs on it the reservoir will come out and pump will drop. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.